Event description:
During remote follow-up, an alert for non-sustained right ventricular oversensing (nsrvo) episodes were observed. Abbott technical support was contacted and the nsrvo alert was suspected to be due to myopotential oversensing and reprogramming was recommended. No intervention was performed at this time. The patient was stable.

Event description:
New information received notes various right ventricular oversensing episodes were observed on the implantable cardioverter defibrillator's (ICD) memory via merlin.net. Myopotential oversensing was suspected. The low frequency attenuation (lfa) filter was programmed off. Isometric testing was performed but the oversensing could not be reproduced. The ICD was to continue being monitored. The patient was stable.